Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampon, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that she was using u by kotex sleek regular absorbency tampons and over the course of the last few months, the tampons have been unraveling after taking them out of the body. She did not seek medical attention.